Event description:
It was reported that during preparation of the trek balloon outside the anatomy, negative pressure could not be applied to the balloon. The physician assumed that the balloon might have a pinhole, but it could not be confirmed by visual inspection. The device was not used in the anatomy; there was no patient involvement. A new trek balloon of the same size was used for successful dilatation of the target lesion. The final patient outcome was good. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.